Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive board and snubbor board were replaced. The high voltage cable was cleaned and regreased and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reports that the system is displaying an overvoltage fault error on boot up. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.